Event description:
Leak in disposable tubing with possible contamination of the pt line. Anesthesiologist was using a blood pump above the tubing set. He was using the hand pump to deliver pump blood to the pt when the tubing set in the fluid warmer started to leak blood into and out of the unit onto the floor. The fluid warming set was taken out of the pt's IV line. Another flushed with normal saline and returned to the MFR.